Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had for vibrate anomaly. Customer¿s blood glucose was over 12 mmol/l. Customer stated that insulin pump wont vibrate. Customer reported that insulin pump is neither beeping nor vibrating currently. Assisted customer in performing a self-test. Pump did not vibrate during the vibrate test. Advise the pump will need to be replaced. Advise customer refer to back-up plan, per healthcare provider instructions. The insulin pump will be returned for analysis.